Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip bursitis, vaginal burning sensation, neck pain and back pain. Concurrent conditions included bloating. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In 2014, the patient experienced menorrhagia ("excessive and prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder (fibromyalgia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia, menorrhagia, vaginal haemorrhage, fibromyalgia and back pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 2 coils protruding into uterine cavity on right side 3. Coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: total bilateral occlusion. (B)(6) 2016 l surgical pathology report: uterus, hysterectomy: adenomyosis. Proliferative endometrium; negative for endometrial hyperplasia/malignancy. Benign cervix and uterine serosa. Fallopian tubes, bilateral: no abnormality. Gross description: the purple-ian fallopian tube measures 6.5 cm in length x 0.7 cm in diameter. Sectioning reveals a pinpoint lumen featuring an essure wire extending 2.0 cm into the fallopian tube. The right purple-tan fallopian tube measures 7.5 cm in length x 0.8 cm in diameter. Sectioning reveals a lumen that ranges from pinpoint to 0.2 cm in diameter that is remarkable for an essure wire extending 1.5 cm into the fallopian tube. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, fibromyalgia, dysmenorrhea, lower back pain were added. Lot umber & lab data updated. Concomitant & historical drugs , conditions were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip bursitis, vaginal burning sensation, neck pain and back pain. Concurrent conditions included bloating. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In 2014, the patient experienced menorrhagia ("excessive and prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2014, the patient experienced fibromyalgia ("autoimmune disorder (fibromyalgia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia, menorrhagia, vaginal haemorrhage, fibromyalgia and back pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 2 coils protruding into uterine cavity on right side 3 . Coils protruding into uterine cavity on left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: total bilateral occlusion (B)(6)2016l surgical pathology report: uterus, hysterectomy: adenomyosis. Proliferative endometrium; negative for endometrial hyperplasia/malignancy. Benign cervix and uterine serosa. Fallopian tubes, bilateral: no abnormality gross description: the purple-ian fallopian tube measures 6.5 cm in length x 0.7 cm in diameter. Sectioning reveals a pinpoint lumen featuring an essure wire extending 2.0 cm into the fallopian tube. The right purple-tan fallopian tube measures 7.5 cm in length x 0.8 cm in diameter. Sectioning reveals a lumen that ranges from pinpoint to 0.2 cm in diameter that is remarkable for an essure wire extending 1.5 cm into the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip bursitis, vaginal burning sensation, neck pain and back pain. Concurrent conditions included bloating, gastroesophageal reflux disease, fibromyalgia and neuropathy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). In 2014, the patient experienced menorrhagia ("excessive and prolonged periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder (fibromyalgia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), back pain ("back pain") and mass ("mass in gall bladder/liver"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia, menorrhagia, vaginal haemorrhage, fibromyalgia, back pain and mass outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, mass, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. 2 coils protruding into uterine cavity on right side 3 . Coils protruding into uterine cavity on left side. Current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion; in (B)(6) 2017: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016 l surgical pathology report: uterus, hysterectomy: adenomyosis. Proliferative endometrium; negative for endometrial hyperplasia/malignancy. Benign cervix and uterine serosa. Fallopian tubes, bilateral: no abnormality. Gross description: the purple-ian fallopian tube measures 6.5 cm in length x 0.7 cm in diameter. Sectioning reveals a pinpoint lumen featuring an essure wire extending 2.0 cm into the fallopian tube. The right purple-tan fallopian tube measures 7.5 cm in length x 0.8 cm in diameter. Sectioning reveals a lumen that ranges from pinpoint to 0.2 cm in diameter that is remarkable for an essure wire extending 1.5 cm into the fallopian tube. Most recent follow-up information incorporated above includes: on 20-sep-2019: social media received. Event: mass in gall bladder/liver were added. Lab data were added. Fu 5 ,6 and 7 processed together. On 1-oct-2019: fu 5 ,6 and 7 processed together. On 2-oct-2019: fu 5 ,6 and 7 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("painful intercourse") and menorrhagia ("excessive and prolonged periods"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia and menorrhagia outcome was unknown. The reporter considered alopecia, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.